Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper labels were all intact, and no external damage was found. A review of the event history log was unable to be completed as the device had no history setup. Functional testing of the device was able to confirm and replicate the reported event. The device was found to have battery depleted alarms with new batteries during testing. It was determined that the rear housing was defective due to battery compartment malfunction and the root cause of the issue. Therefore, rear housing will be replaced and the front housing will also be replaced as part of the repair process. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review"

Event description:
It was reported that during testing the device experienced battery depleted alarms with new batteries. There was no patient involvement reported.